Manufacturer narrative:
In a good faith effort (gfe) response from the biomedical engineer (bme) received on 19nov2024, the bme stated that they did not have any additional information regarding the troubleshooting and resolution as of the time of that gfe response. The hospital had reported the issue to the bme, but the bme had not evaluated the device yet. The bme was able to provide that an alarm had gone off, so the patient alerted the nurse. By the time the nurse arrived, the device had shut off, so the patient was swapped to a new ventilator. The patient was reported to have not been affected by the device issue. The bme stated that they would evaluate the device the following week. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the biomedical engineer (bme) received on 04feb2025, it was confirmed that the device was taken out of service. There were no plans to service the device due to personnel shortages at the customer site. The bme stated that the device would fall under the next contract holder's responsibility, and that if the device does end up being serviced then it will be completed under a new source system case. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device unexpectedly shutdown. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.